Event description:
Additional information was received and it was reported that the pump was due for replacement. The catheter was ¿visibly worn at the pump/catheter connection without malfunction¿ by the silk tie. There were no patient symptoms related to the event. The patient outcome was reported as ¿no injury¿. The pump was delivering compounded baclofen.

Manufacturer narrative:
Additional information/device evaluation: only the straight pump connector with a small proximal portion of catheter was received for analysis. During pressure testing, leaking was seen coming from the area between the metal housing and the white silicone material. Also of note were a crack in the suture ring and a deeper crack in the strain relief shroud. The crack in the strain relief shroud was caused by a tight suture that cut through the shroud and into the surface of the catheter beneath. No leaking was seen coming from the catheter in this area.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j10940r03, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that there was a pump connector issue. The healthcare provider (hcp) showed the manufacturer representative that the connector wore where it was previously sutured so he proactively replaced just the connector. It was also noted that a catheter break at the pump connector occurred. Catheter serial (B)(4) was explanted. The issue resolved after replacement. The patient status at the time of the report was reported as ¿alive-no injury¿. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.